Manufacturer narrative:
(B)(4).

Event description:
It was reported that hv vectors rv-svc and rv-can exhibited high out of range impedance. X- ray did not reveal any issues. No noise was noted. No further information is available at this moment.